Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that an implanted impella cp pump was found to be in the papillary muscle during support. The pump was explanted the following day and the patient was escalated to impella 5.5 support.